Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
As part of the (B)(6) study being conducted by cook, inc., the following event was noted: secondary intervention performed for a stent fracture. Treatment included percutaneous placement of a stent and balloon angioplasty.

Manufacturer narrative:
The details provided indicated the following sequence of events leading up to the stent fracture repair. Event: on (B)(6) 2018 (580 days post-procedure), balloon angioplasty and stent placement were performed to treat a left renal stent fracture. On (B)(6) 2016, core lab noted device compression of the left renal covered stent. The site indicated no device integrity issues. On (B)(6) 2017, the site noted ¿not clear if origin of left renal stent is compressed.¿ core lab noted compression at the left renal covered stent. On (B)(6) 2017, a secondary intervention (balloon angioplasty) was performed to treat ¿moderate stenosis of the left renal stent origin¿, as indicated by the site. On (B)(6) 2017, site noted no device integrity issues. Core lab evaluation noted device compression the left renal covered stent. On (B)(6) 2018, the patient underwent a secondary intervention for a stent fracture of the left renal covered stent. Treatment included percutaneous placement of a stent and balloon angioplasty. Along with the details of the complaint were images provided by the institution. A review of the images resulted in a determination that the stent was not fractured. There does seem to be some compression of the stent at the ostium of the renal artery as it goes through the fenestration of the endograft. Because the images were taken at different angles months apart it is difficult to find a good reference point to determine if the endograft used in the case had migrated. If the endograft had migrated even 1mm it would deform the proximal end of the stent causing the compressed appearance we are seeing in the images. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (7fr). Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. In addition to the device history records being reviewed, a review of the incoming inspection records of the raw stainless steel stent material was also conducted. This review concluded that the incoming stent met the requirements specified within the stent part specification for stent yield, stress/strain and ultimate tensile strength as well as final dimensions. Conclusion: based on the images provided atrium medical cannot conclude that the stent is fractured. It does appear to be compressed on the proximal end as it passes through the fenestration of the endograft. This compression is likely due to movement or migration of the endograft distally after initial implantation.